Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced photopsia and strong figuring. The iol was exchanged for another lens model 1 month following the initial implant procedure. Clinical reason for explant was mentioned as problems with seeing letterings. Additional information has been requested.